Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was unknown. On an unreported date, the patient began treatment with vancomycin (2 gram, five times a day) and gentamicin (20 mg per day). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.